Manufacturer narrative:
H3: product analysis : (B)(4), lot: em22j039 visual and optical inspection confirmed the inner shaft of the interbody inserter has been broken off and is missing. Optical in spection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Section e: facility and initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a multiple instruments. It was reported that the rod gripper, was unable to hold the rod due to a broken internal tension mechanism. Additionally, the inserter was missing an internal engagement sleeve. The reducers failed to hold onto the screw because the four prongs that engage the screw appeared to be worn down. Furthermore, the tip of the screwdriver was broken at the interface with the screw. There was no patient involved.